Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-13493. It was reported that the patient's leads displayed high impedance during an ipg replacement procedure. As a result, the patient's leads were explanted and replaced, which addressed the issue.